Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold, loss of capture and intermittent undersensing. The lead will be revised and currently remains in use. No patient complications have been reported as a result of this event.